Manufacturer narrative:
It was claimed that humidifier holder was broken. Identification of issue has been done by analyzing problem description, service report and picture. There was no patient harm. Based on technician statement, the humidifier holder has only cosmetic scratch on paint which was confirmed on photo. There was no physical damage that might influence on mechanical work of this part. Issue with cosmetic defect of humidifier holder is not considered as a safety related. The decision about reporting was made in abundance of cautions based on the initially reported information that humidifier holder was broken, which could lead to stop of ventilation (extubation) or injury. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).